Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03875. It was reported the patient experienced intermittent rib stimulation with their scs system. Diagnostic imaging indicated that one of the patient's leads migrated. In turn, surgical intervention took place on (B)(6) 2019 wherein both existing leads were explanted and replaced. Therapy would be restored at post-op appointment.

Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing. The lead was returned complete without any anomalies or damage that would contribute to the issue. There were setscrew marks on electrode 9. No anomaly was observed that would contribute to the reported issue. The lead passed all electrical tests. The root cause of the lead migration could not be ascertained.